Event description:
The pt's pain resolved. The pt didn't need the stimulation anymore. The devices were explanted. The pt recovered without sequela. It was noted that the stimulator hadn't been used in several years; the battery had normally depleted. The devices were returned to the manufacturer for disposal only and underwent routine analysis.

Manufacturer narrative:
(B)(4). Final device analysis of the implantable neurostimulator revealed no significant anomalies; no output and no telemetry, assumed normal eol. Final device analysis of the extension revealed no significant anomalies; extension ok, but cut thru (suspected explant damage). Final device analysis of the lead revealed the #1 and #3 conductor wires are broken away from the #1 and #3 electrodes.